Event description:
Procedure: gynecology. According to the reporter: the metallic component on the sponge-block lever detached, so it was impossible to keep the sponge in position while using the device. They tried to use the trocar, but it was not possible, and they decided to change device with a new one. No injuries were reported to the patient and no complication with the procedure. The surgery time was extended only few minutes (just the time to prepare a new trocar), and the procedure was carried on with no complication.